Event description:
The patient underwent the surgery with the t2 femoral nail (antegrade). In 2009, the surgeon tried to extract the femoral nail hitting the universal rod with a hammer. However, the surgeon found that the connecting part of extraction rod and universal rod broke. Thus the surgeon could not extract the nail. The wound was closed as the implants were left in the patient.

Manufacturer narrative:
Additional information has been requested and if received will be provided on a supplemental report.